Manufacturer narrative:
Product complaint # : (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Litigation papers allege the following: friction and wear between the cobalt-chromium metal head and cobalt-chromium metal liner caused large amounts of toxic cobalt-chromium metal ions and particles to be released into plaintiff's blood and tissue and bone surrounding the implant. As a result, plaintiff has been experiencing severe pain and discomfort and inflammation in his right thigh and groin. He also experienced a popping and snapping sensation in his hip joint when walking or moving to a from a sitting position. Doi: (B)(6) 2010 dor: none reported (right hip). Patient is a resident of (B)(6). Update ad 1 may 2018: wpc (B)(4) has been re-opened under (B)(4) due to the receipt of ppf and sticker sheets. Ppf has no allegation or revision reported. The unknown depuy pinnacle hip was updated to pinnacle metal liner and added head and stem due to large amount of toxic cobalt chromium metal ions. Added associated contact. Doi: (B)(6) 2010 - dor: none reported (right hip).